Event description:
The customer reported that pump serial number (B)(4) has sys error 105 alarms. There was no pt injury reported. No further info was available.

Manufacturer narrative:
MFR ref no.: (B)(4). Device was returned and evaluated by baxter. The evaluation determined that the device was experiencing the sys error 105 alarms due to a failed motor flex. The motor has been replaced.